Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found dents on the downstream occlusion (dso) seal. A review of the event history log found evidence of a "reservoir volume low" message. During the functional testing, the customer's reported problem was duplicated. The device failed the occlusion test. The cause was found to be an inoperable dso sensor. The dso sensor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no downstream alarm. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.